Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Fluid was noticed on the back of the cassette and in the cycle. Pt states no ill effects or antibiotics taken. Denies fevers, chills, nausea or vomiting. Effluent has remained clear. There is no sample available for eval.